Event description:
Received a call from a pride representative that a customer reported her powerchair caught fire. The fire was extinguished. No injury or property damage was reported.

Manufacturer narrative:
The device was returned to pride on 11/19/2008 for evaluation. The device is currently being evaluated. A follow-up report will be submitted upon completion of evaluation.